Event description:
The patient presented to the ER after receiving a hv shock. It was noted that the lead had dislodged. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.